Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 4 months. The patient remains ongoing on lvad support. A correlation between the device and the reported driveline infection and gastrointestinal bleeding could not be conclusively determined. Infection and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient has a previously unreported chronic driveline infection requiring the administration of unspecified antibiotics over a number of years. The onset and duration of the infection was not reported. On (B)(6) 2016, the patient was started on new intravenous antibiotics. On (B)(6) 2016, the patient was readmitted to the hospital due to a sub-therapeutic inr and was administered IV heparin. No changes in pump parameters were noted at the time of the admission. According to the information received, the patient had experienced previously unreported gastrointestinal bleeding (gib) for which the inr goal was adjusted to 2.0-2.5. As of (B)(6) 2016, the patient was discharged home and was doing well. No further information was provided.